Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined the video connection issue was attributed to a loose scope video connector socket that did not secure any paddles. In addition, the "noisy image" found inside the mask was caused by a faulty printed circuit board. This was determined by using test scopes (bfp180,gifh180,gifq180). It is recommended to replace the receptacle board and the entire patient set and to upgrade the software version to 4.10 from current 1.05. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had a bad video connector during an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the loose scope video connector socket and faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.